Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is losing a battery charge quicker than expected. The patient did not mention any blood glucose levels. When using the charger the pdm began to be hot to the touch.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.